Event description:
It was reported by nurse that their usb cable for motion tablet was faulty. The suspect usb cable was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Event description:
An analysis was performed on the returned usb to db9 cable for motion tablet and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.